Manufacturer narrative:
Product complaint # (B)(4). Concomitant med products: unknown hip femoral head; pinnacle mtl ins neut (B)(4) hip acetabular liner; unknown hip acetabular cup; unknown hip femoral stem.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint#: (B)(4). Investigation summary: the devices were reviewed and a report was received stating it is unlikely that a potential product issue was present and as stated in the lab report, a combination of circumstances have potentially led to the failure mode reported in this complaint. It is unlikely that a potential product issue was present. No corrective action is required root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: 2539888. Device history batch: null. Device history review: 20 products were manufactured and placed into stock on 26 jan 2008. No anomalies identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: product complaint # (B)(4). Investigation summary ==> the devices were reviewed and a report was received stating it is unlikely that a potential product issue was present and as stated in the lab report, a combination of circumstances have potentially led to the failure mode reported in this complaint. It is unlikely that a potential product issue was present. No corrective action is required root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot 2539888. Device history review 20 products were manufactured and placed into stock on 26 jan 2008. No anomalies identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device was returned. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: 2539888. Device history review: 20 products were manufactured and placed into stock on 26 jan 2008. No anomalies identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant medical products: unknown hip femoral head; pinnacle mtl ins neut 36idx50od hip acetabular liner; unknown hip acetabular cup; unknown hip femoral stem.

Event description:
Customer reported to bfarm: metallosis with wear of inlay. It was not possible to remove the inlay from the cup.

Manufacturer narrative:
Product complaint # (B)(4).